Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, the cs100 intra-aortic balloon pump (iabp) had an autofill failure, the units fill port was defective. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked machine physically and found fill port defective after replacing working fill port machine is working ok and performed all tests and all tests have been passed and observed machine for more than 2 hours but no error found and machine handed over to the customer in working condition.

Event description:
N/a.